Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that a switch was damaged. (B)(4).

Manufacturer narrative:
Product event summary: analysis found that a switch was damaged. It was further noted that the complaint was confirmed. The cause of the complaint was foreign material on the battery contacts - sticky substance. The start button was also bad on the keypad.

Event description:
It was reported that the external pulse generator (epg) battery depleted too quickly, the device automatically shutdown and then was unable to power up. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.